Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized; the cause of the hospitalization was not reported. There was no reported adverse impact to the customer's blood glucose level. The customer declined to provide additional information regarding this event.